Manufacturer narrative:
The field service representative determined an obstruction in the sample probe was the cause. He flushed out the sample and reagent probes. To verify analyzer operation, he ran a precision check which was within specification.

Event description:
Customer reports on-going precision problems with igm and iga. One sample for igm and one sample for iga were affected, only the sample for igm was found to be discrepant. Igm result 886 mg per dl was generated and reported. On (B) (6) 2009, the test was manually repeated three times on the same sample, the results ranged from approximately 200-500 (no units of measure provided). The original result of 886 was not corrected. No adverse effects occurred to the patient.